Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer replaced the defective latch and confirmed proper operation. The system functioned as intended after field service engineer repaired the device.